Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing on the rate/sense channel and some noise on the shock channel. There was no pacing inhibition or inappropriate therapy due to the oversensing. Pacemaker mediated tachycardia (pmt) episodes were noted and it was confirmed the patient has retrograde conduction. It was reported the patient received multiple shocks approximately for supraventricular tachycardia (svt) approximately four years previously with possible therapy exhaustion. No further episodes were noted and no programming changes were made. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.